Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: too far into fallopian tubes"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge and fatigue had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months and years, patient sought treatment on multiple occasions for symptoms for extreme pain during menstruation, abnormal, heavy bleeding, pelvic pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Following implant patient underwent hsg (hysterosalpingogram) test. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), (inability to have sexual intercourse), malposition of essure device location of device: too far into fallopian tubes, bladder problems, urinary problems or changes, migraines, headaches, vaginal discharge, fatigue ,abdominal pain", reporter,historical drug added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain during menstruation") and dyspareunia ("dyspareunia"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: over the next several months and years, patient sought treatment on multiple occasions for symptoms for extreme pain during menstruation, abnormal, heavy bleeding, pelvic pain, among other symptoms. Diagnostic results: following implant patient underwent hsg (hysterosalpingogram) test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.